Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 29, 2025 and november 27, 2025 recorded the stable pacing impedance around 550 ohms and the slightly increasing shock impedance from initially 50 ohms up to approximately 70 ohms. The analysis of the provided iegm episodes no. 1229, 1169, 1068, 1067, 1066 from august 15, 2025 revealed artifacts on the rv channel, which led to oversensing. Furthermore in episode no. 1068 7 shocks were delivered. The shock deliveries are not documented in the iegm episode. Given that oversensing of artifacts was clearly evident during this episode, it is highly probable that the shock deliveries were inappropriate as a consequence of oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Inappropriate shock delivery due to lead fracture was suspected. The lead was capped.